Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Investigation found a tear in the exposed portion of the soft cannula. Fluid was observed leaking through the tear during fluid path testing. It could not be determined when or how this damage occurred. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. No other damages that would affect insulin delivery were observed.

Event description:
It was reported the patients blood glucose level rose to 298 mg/dl while wearing the pod between 24 and 36 hours. As treatment, the patient succuessfully activated anew pod.